Event description:
It was reported that review of egm showed ventricular oversensing. Possible lead dislodgement. Recommended a chest x-ray to view lead tip placement. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.